Event description:
Customer reportedly obtained a result of 7.8 inr on the coaguchek xs system and 4.6 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect sys for eval.